Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise. The noise was reproducible in the clinic by having the patient cross their arms. Technical services (ts) was contacted for a latitude review, and ts noted myopotential noise and discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered multiple inappropriate shocks intermittently due to noise oversensing. The patient went into the clinic, and x-ray imaging was performed and the noise was reproducible through arm movements. The s-ICD system remains in service. No additional adverse patient effects were reported.